Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a portion of the viperwire fractured off and remains in the patient's body. The lesion being treated was a cto throughout the entire sfa, as well as a 50% stenotic lesion in the popliteal artery and a cto in the at artery. The physician crossed the lesion with a crosser catheter, and then used an angiojet to aspirate the existing clot. He inserted the viperwire over the horn, and down into the dp artery. He then spun at low, medium, and high speeds through the sfa, pop, and at arteries with a 1.5 oad with "beautiful" results. As he was spinning back through the adductor canal, the crown snagged. He said he was holding the wire and pulled on the shaft of the oad while still spinning and the wire broke. A portion of the viperwire remains in the patient's body, over the horn. The physician stented the entire sfa and a very small portion of the wire is secured in place with a stent. The physician plans to schedule a procedure to retrieve the retained wire with a snare. The patient status remained stable throughout the procedure. Additional information has been requested regarding this event.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The material inspection record for this lot number was not reviewed as the lot number remains unknown. The root cause for the reported event is unknown. (B)(4).